Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286323) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant high inr result from coaguchek meter serial number (B)(4) compared to the laboratory result. The result from the meter was 4.0 inr. The result from the laboratory was 2.8 inr. There was no allegation of an adverse event. The customer believed the laboratory result was correct. The customer's condition was "fine". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had less "greens" in their diet, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2 - 3 inr. The suspect product was requested to be returned for investigation. Retention test strips (lot 286323) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.